Manufacturer narrative:
The underlying cause could not be determined. Per the documentation on the (B)(4) or return fields in (B)(4) is defined as: motor, not able to duplicate issue; no problem found MDR is being submitted as a result of a retrospective complaint review.

Event description:
The foot section will not stay up.